Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle is detached from the thread. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received an open and unused sample (contaminated) with the needle detached from the thread (thread is still wound on the pack). However, without any closed samples a proper analysis can not be performed. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 0.74 kgf in average and 0.51 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Conclusion root cause analysis: the root cause cannot be determined as no closed samples have been received and the sample received is contaminated and a further analysis cannot be performed. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.